Event description:
The patient initially called animas because the prime volume was large. The pump was returned to animas. Evaluation revealed contamination on the force sensor plate and the force sensor resistance reading was out of specifications. This complaint is being reported based on the evaluation results. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).the pump was returned to animas. Evaluation revealed contamination on the force sensor plate and the force sensor resistance reading was out of specifications. On the 'load' step during the prime process the pump does not detect the cartridge. Unrelated to the force sensor issue the screen was dim and fading. The pump download also verified large prime volumes.